Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic radial right nephrectomy procedure. The blade resected the renal vein but no staples were deployed. Due to no staples being deployed, the vessel bled and the patient lost approximately ten liters of blood. The patient had to be opened and the procedure was converted to an open cytoreductive right nephrectomy retroperitoneal lymph node dissection. The procedure time was delayed by more than thirty minutes. No reinforcement material was used in conjunction with the stapling device. The patient was stabilized and left the hospital eleven days after the procedure.